Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with loss of vision in patient's right eye (od). It was stated that the patient had a loss of best corrected visual acuity (bcva). Bcva was 20/cf (counting fingers) right eye and 20/20 left eye. The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2020, right eye pre-op was 20/20 3.00 x .00 x 90 and left eye pre-op was 20/20 2.50 x .00 x 90. Bcva from (B)(6) 2020, left eye post-op was 20/20 1.00 x -.75 x 174. Patient's daughter called on (B)(6) 2020 on emergency line with his symptoms of black vision od. Patient was referred to retina association of utah. Patient went to retina doctor and neurologist. Had magnetic resonance imaging (MRI), computed tomography CT, giant cell arteritis (gca) testing, and all were negative. Diagnosed stroke and bleeding in the right eye. Patient states he thinks it is related to his lasik since all other test came back inconclusive.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.